Event description:
It was reported that this right atrial (ra) lead exhibited erratic impedance and threshold measurements. Over the last five months, ra pace impedance measurements would fluctuate daily from the high 400s to as low as 324 ohms, and ra thresholds would fluctuate from 0.8 v to 4 v. There was no evidence of loss of capture (loc). The most recent atrial tachy response (atr) showed ra noise, but was not sensed. Technical services (ts) discussed troubleshooting options and suggested extensive isometrics and serial impedances in both unipolar/bipolar. Additional information received approximately a year later reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,044 ohms, and was likely a ring issue. Ts recommended bringing the patient into the clinic for further evaluation. Possible next steps included reprogramming and lead revision. This ra lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.